Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress from outside the scope or chemical stress due to chemical solutions and sterilization using the sterrad system. The detection method is described in section 3.3 of chapter 3 of the operation manual. Operation manual: important information ¿ please read before use: dangers, warnings, and cautions and reprocessing manual, chapter 3, section 3.1 describe preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: proper 3-dimensional image is shown without any malfunction, bending section glue is separated, master and slave plug units are both cracked, and the light guide mount ring painting has melted slightly. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had a bad image detected during estimation. During inspection and evaluation, deterioration of the objective lenses gluing with missing parts. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.